Event description:
Pt called rn to room to report leaking huber extension on port. Rn tested the security of the connection and flushed. Ns being flushed began leaking out of point of bifurcation on device. Rn stopped infusion; de-accessed port by removing huber needle; re-accessed with new huber needle; no leaking noted for duration of patient's hospitalization.